Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known adverse event as listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure and a 9 x 7 x 30 mm xact stent was implanted in the right internal carotid artery. On (B)(6) 2011, post-procedure, the patient became hypotensive and was treated with intravenous dopamine. Hypotension resolved on (B)(6) 2011 and the patient was discharged to home on (B)(6) 2011. No additional information was provided.